Event description:
It was reported that a cuff roll w as noted on the balloon upon deflation and removal.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The reported issue is confirmed based on the attached photos of the investigation file. Cuff roll can be observed formed on catheter balloon on such photos. However; functional testing, dimensional and tactile eval cannot be conducted because the physical sample was not returned to the mfg site in order to be evaluate it. (B)(4).